Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The output connector assembly was broken. It was further noted that the battery wire insulation was pinched; the wire insulation was not compromised, the red display wire was pulled from the connector, encoder nuts were not torqued to specification, and three case screws were contaminated.

Event description:
It was reported that during preventive maintenance, the latching mechanism for preventing unintended disconnection of the cables from the epg (external pulse generator) was found to be broken. This allowed the cables to be pulled straight out of the unit. The epg was subsequently returned for repair with a report of broken atrial and ventricular connectors. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).